Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was recently implanted and pacing inhibition was noted. An interrogation was performed and found inappropriate atrial tachycardia response (atr) episodes with oversensing and pacing inhibition of fewer than 2 seconds on the right ventricular (rv) lead. The sensitivity was reprogrammed and the oversensing was resolved and it was noted that the impedance decreased from implant to interrogation. It was suspected to be caused by air due to new implant placement, the x-ray found that the rv lead was optimally placed. Troubleshooting options were discussed and recommended. The plan is continuing to be monitored. At this time, this product remains in service and no adverse patient effects were reported.